Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305211 batch # 3055156. It was reported by customer that "when the doctor drew up the syringe there was a brown foreign speck" inside the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. On 15-may-2024, the physician's office staff contacted xxx medical information to request a replacement of one unit of xxx hd vial kit. The reporter stated that "when the doctor drew up the syringe there was a brown foreign speck" inside the syringe. It was unknown to the reporter whether the "speck" came from the vial or the syringe, but the "speck" was observed after the dose was withdrawn from the vial. The dose was then considered "contaminated" and was not used for administration. The operator was able to successfully prepare a dose from a different xxx hd and thus the patient did not miss a dose. There are no adverse events associated with this report. The syringe, vial, and carton have been sequestered and are available for retrieval. No additional information was available at the time of this report.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 305211 and lot number 3055156. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.